Event description:
While performing scheduled onsite maintenance for the device, a philips field service engineer (fse) discovered that the pins on the battery pca were bent. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated results and conclusion to reflect failure analysis results.

Event description:
While performing scheduled onsite maintenance for the device, a philips field service engineer (fse) discovered that the pins on the battery pca were bent. There was no reported patient involvement/adverse patient impact. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified.